Event description:
It was reported that patient underwent a total elbow replacement four (4) years ago. Patient recently reported a painless sensation of something moving in her elbow and radiographs were taken revealing a fractured screw component. It was also reported that three (3) months prior to the onset of the painless sensation, patient underwent bunion surgery and had to use a platform walker for three (3) weeks. Revision procedure was performed in 2009, where it was discovered that the pin from the ulna component had fractured, rather than the screw component from the condyle kit initially reported on medwatch report 1825034-2009-00037.

Manufacturer narrative:
This follow up report is in response to request for additional information.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. Evaluation of device found evidence that the device failed in shear. The fracture surface has been polished post failure possibly due to repeated contact with the ulnar ring, thus it is not possible to determine whether this failure occurred in a single incident or if the failure was accumulative over time. Only the fractured pin and polyethylene bearing were removed and replaced.